Event description:
A customer had a problem with the magellan safety needle. The customer reports "a clinician was drawing blood from a pt when she noticed that the needle was wiggling." The customer reports "when she went to withdraw the needle it stayed in the pt arm."